Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that she changed the set and battery and still getting no delivery alarm on the insulin pump. Customer's blood glucose was 333 mg/dl. Customer declined to do troubleshooting due she was at work. The customer was advised to change set as soon as possible and call back for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.